Event description:
The customer reported to baxter of an incident regarding the connection to the blood filter being blocked or occluded. This was set for a patient infusion of sodium chloride. This incident occurred on (B)(6) 2010. It is unknown which department this incident occurred in. This incident took place with the clearlink system y-type blood solution set. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). The sample has been received; however, the evaluation has not yet been completed.a follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. There were no visual defects observed. The sample failed functional testing and clear passage testing at 8psi due to a blockage between the tubing and the blood filter. The condition was confirmed. The condition was determined to be caused by excessive solvent. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.